Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 16 states, ¿wear and/or deformation of articulating surfaces¿ product location unknown.

Event description:
It was reported that patient underwent left total hip arthroplasty in (B)(6) 2001. Subsequently, patient underwent a left hip revision on (B)(6) 2016 due to poly wear. During the procedure the poly liner, head, and locking ring were removed and replaced.